Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the high pacing threshold measurements observed during the implant procedure.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements during the implant procedure. The lead was repositioned, but the high threshold measurements did not resolve, so a new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This correction report is being submitted to include the reason the unique identifier (UDI) # is not available for this model: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the high pacing threshold measurements observed during the implant procedure.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements during the implant procedure. The lead was repositioned, but the high threshold measurements did not resolve, so a new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.